Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced sample probe 1 (s1) mixer assembly and probe from the customer spares but s1 still failed mix testing. The cse replaced the s1 mixer assembly. The cse ran mix test, which passed. The cse ran quality controls (qc), resulting within range. The cause of the discordant, falsely low ca result was due to a sample probe mixer failure. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on multiple patient samples on a dimension vista 500 instrument. The initial discordant results were not reported to the physician(s). The customer repeated the samples on the same instrument, resulting higher. The repeated results were reported to the physicians(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.